Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer. Technical support provided information on how to reset the pump and assisted the caller in performing the reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.